Event description:
A reprocessed harmonic scalpel stopped working inside of the patient and another was opened. The tip of the second harmonic scalpel broke off inside of the patient. Doctor was able to retrieve the tip and it was removed from the patient. Another instrument was used instead of the harmonic scalpel. No injury to the patient.